Manufacturer narrative:
The reported event of the premature separation during procedure could not be confirmed. The investigation found no anomalies with the function of the delivery cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during device preparation, the device was prepared per IFU. The physician checked the cable connection and found no issues. During the procedure, it was observed that the device prematurely separated from the delivery cable and was stuck in the delivery system. Therefore, the device was removed from the patient. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 4043 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 12mm amplatzer vascular plug ii was selected for implant on (B)(6) 2024 using a non-abbott delivery system. During device preparation, the device was prepared per IFU. The physician checked the cable connection and found no issues. During the procedure it was observed that the device prematurely separated from the delivery cable and was stuck in the delivery system. The device was removed from the patient. There were no adverse effects to the patient.